Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During an unrelated procedure, diagnostic imaging was carried out to assess the integrity of the right ventricular (rv) lead. Externalized conductors was observed on the rv lead. As rv electrical values were stable the physician elected to take no further action. The patient was stable and will continue to be monitored.